Manufacturer narrative:
Section a5 and a6: the patient's race and ethnicity indicated as indian. Section d6a: not applicable, as the lens was not implanted. Section d6b: not applicable, as the lens was not implanted, hence not explanted. (B)(6). Section h3: the device was not returned for evaluation therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect- impact code 4625: additional surgery (hs-incision enlarged). Section h6: health effect- clinical code 4581: appropriate term / code not available (hs-incision enlarged). An attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during handling, prior to insertion, the preloaded monofocal intraocular lens (iol), model diu150, experienced a trailing haptic that became stuck within the cartridge and subsequently broke. No force was applied during attempted delivery, and no use error was identified. The cartridge and lens came into contact with the patient¿s right eye. The procedure was completed successfully using a replacement lens of the same model and diopter. No patient injury was reported. Unplanned surgical interventions, including incision enlargement and placement of sutures, were performed; however, suturing was noted to be consistent with the surgeon¿s standard practice. Unknown information if the sutures required to prevent injury. The device was considered to have caused or contributed to the event. The patient¿s postoperative outcome was reported as 6/9 vision. No additional information was provided.